Event description:
It was reported that the patient experienced spasm and hypotension. The patient presented with chest pain. The 80% stenosed target lesion was located in a mildly tortuous and mildly calcified proximal segment of the obtuse marginal (om) artery with a >90 degree bend. A 2.75 x 32 promus premier drug-eluting stent (des) was advanced for treatment. During stent crossing of the lesion, an om spasm developed. Glyceryl trinitrate (gtn) and nicorandil did not improve the spasm. The patient then experienced hypotension and the physician decided to remove the device and abandon the procedure. The patient is doing well after medical treatment.